Manufacturer narrative:
The device has not been returned to the service hub for evaluation and analysis; therefore, the complaint cannot be confirmed. A 12-month service did not indicate a similar event.

Event description:
The event involved a plum 360¿ infuser. It was reported that the nurse programmed channel a with potassium and channel b with saline. The pump switched channels and delivered potassium too fast. It was supposed to take 2 hours but instead it took 30 minutes. There were patient involvement and no patient harm. The event occurred during infusion.